Manufacturer narrative:
The returned device was evaluated and the pod was returned not deployed. The adhesive pad was attached to the bottom housing, the adhesive liners were attached to the adhesive pad, and the needle cap was attached to the bottom housing window. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence. The investigation found that the soft cannula could not have dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. Additionally, it was determined that the device had not been applied, and the adhesive pad had not been worn as the adhesive liners and needle cap were still attached to the returned device. An adhesive failure could not have occurred as reported, as the pod had not been adhered to the user. No problems were found that would contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for less than an hour. In addition the patient reports the pods adhesive had separated from the pod infusion site (leg), causing the cannula to become dislodged. As treatment, the patient applied a new pod.